Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms starting in 2018. The shock impedance trend shows a gradual rise and is currently ranging from 120 ohms to 138 ohms with the average measurement of approximately 125 ohms. The patient has never received a shock from their associated cardiac resynchronization therapy defibrillator (crt-d) device but they have received anti-tachycardia pacing (atp) therapy in the past. It was noted that the rv lead is currently programmed to the triad configuration. Boston scientific technical services (ts) discussed with the boston scientific representative (rep) the difference between shock delivery impedances versus daily measurement impedances. The rep noted that the device only has seven (7) months of battery longevity remaining and indicated they will discuss a plan with the healthcare provider (hcp). It was indicated that they may continue to monitor the patient and reassess the lead at the time of device replacement. Ts discussed if the shock impedance reaches the 145 ohm to 150 ohm range, then they may consider performing a commanded maximum energy shock to measure the shock delivery impedance. The lead remains in-service. No patient symptoms or adverse patient effects were reported.